Event description:
It was reported that patient had pain at the implantable pulse generator (ipg) site. The patient underwent a spinal cord stimulator (scs) explant procedure where in all devices were removed. The explanted device will not be return as it was disposed at the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI. Upn: m365sc8436500. Model: sc-8436-50. Serial: (B)(6). Batch: 7086679.